Manufacturer narrative:
Additional narratives: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 31mm mitral valve was explanted after an approximate implant duration of 4 years due to calcific degeneration, leaflet thickening, stenosis, and reduced leaflet mobility. A non-edwards valve was implanted. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
H10: additional narratives: updated d9, h3, and h6 per new information received. H3: product evaluation: customer report of calcific degeneration and leaflet thickening leading to stenosis and reduced leaflet mobility was confirmed. X-ray demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all leaflets on the inflow aspect and on the surface of leaflet 2 on the outflow aspect. Extrinsic calcific deposits and host tissue fused leaflets 2 and 3 by approximately 6 mm at commissure 3 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the outflow aspect and 12 mm along the free margin of all three leaflets at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact. Sutures remained attached to the sewing ring around the valve. Sewing ring was cut in multiple areas around the valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hypercholesterolemia.